Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for hyperglycemia, with blood glucose over 600mg/dl. The customer stated that she uses a quick-set infusion set and changes her infusion set every three days, the last time being the day before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test but failed the high pressure test twice. Nothing further was reported.